Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient's spouse with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Spouse called in today to see if they can increase stimulation because the patient is "peeing on themselves most of the time" and "only sometimes feels like they have to pee." Patient has experienced a loss or change of therapy and they can't feel stimulation. No trauma/fall was reported that could be related to this issue. It was reviewed to increase amplitude, but the patient couldn't feel stimulation in the correct area. It was reported that the patient is on program 1 at 6.0v. Stimulation was increased to 7.1v, but they still couldn't feel stimulation. It was reviewed to change programs and increase amplitude, but the patient couldn't feel stimulation in the correct area. The patient was changed to program 2 and stimulation was ran from 0.0v to 5.0v, but they couldn't feel stimulation. The patient was changed to program 3 and stimulation was ran from 0.0v to 3.5v, but they couldn't feel stimulation. Patient was redirected to follow up with their healthcare provider (hcp) to have the system checked because the patient can't feel stimulation and for the return of symptoms. The following event is considered a sudden change in therapy/symptoms. The patient was doing well for the first two weeks. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.